Event description:
Patient brought in for dislocation with a 40mm femoral head originally put in (B)(6). Surgeon operated to reduce and found metallosis and decided to change poly and head to mdm.

Manufacturer narrative:
Return of the device confirms the reported revision surgery. The root cause of the reported dislocation could not be determined due to the minimal clinical information received a review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: the returned liner was unremarkable. No gross damages were observed other than explantation damage. A material analysis has been performed. The report concluded: "areas of the femoral head taper contained dark adhered debris and surface texture variations consistent with a mechanically-assisted corrosion process. The debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the device features examined." No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient brought in for dislocation with a 40mm femoral head originally put in tha. Surgeon operated to reduce and found metallosis and decided to change poly and head to mdm.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.